Manufacturer narrative:
This incident was filed in error as this is not a reportable malfunction. There will be no further supplemental reports regarding this incident.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding pump. The customer reports: unable to deliver feed. No patient involved.